Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust insulin therapy. Customer's blood glucose ranged from 58 mg/dl to 370 mg/dl. Reportedly, the customer worked with healthcare provider to update settings, and the customer continued to use the pump for insulin therapy.